Manufacturer narrative:
(B)(4). Testing of the recharger (model 37751, serial number (B)(4)) revealed an open recharge antenna. The antenna was replaced.

Event description:
The pt had a lead revision in february and since then had experienced recharging issues. The reason the revision was needed was not provided. The problems with recharge coupling lead to an over-discharge. The external recharger was replaced. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.